Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#(B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; on (B)(6) 2018 mother took him to the hospital the meter was doing fine but his blood sugar was very high. She did not know the results, treatment or diagnosis. She was waiting for his call to come get him. She did not gave any more information. Customer is satisfied with the product. Product is working as intended.

Event description:
Consumer reported complaint for e-5 and high blood glucose results. Mother is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-5 using true metrix air meter. The test strip lot manufacturer's expiration date is 07/25/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer was told that his blood glucose was over 900mg/dl from the lab results done at the hospital (part of routine checkup). He then tried to run his blood and got an e-5 after blood is absorbed into the strips. I explained what that meant and asked if the doctor or hospital gave instructions on what to do. Customer responded- no! I advised her to call the dr or 911 for some advice and to recheck his blood sugar -if doctor is not available.